Event description:
It was reported that the heavily calcified, chronic total occlusion proximal left circumflex coronary artery target lesion was predilated with a 2.0x12 rx trek. There was no defect noted to the xience xpedition stent delivery system (sds) out of the box. The sds was inserted, but was unable to cross the lesion. The sds was removed from the anatomy and the lesion was predilated a second time. The sds was examined and it was noted that the polymer appeared to be peeling from the stent a little bit, but remained on the stent. The physician believed that the peeling polymer resulted from interaction with the heavily calcified lesion. Another xience xpedition sds of the same size was inserted, but was still unable to cross the lesion. There was no damage noted to the second xience xpedition stent. A non-abbott stent (resolute) was also inserted, but did not cross the lesion and dislodged in the anatomy. The non-abbott stent was successfully snared out of the patient. No other treatment was performed as there were no other sds that could cross the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0x12 rx trek; guide wire: whisper. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.